Event description:
Boston scientific received information that prior to an ablation procedure, this right ventricular (rv) lead exhibited increased thresholds and was found to have dislodged. The lead was explanted and a new lead implanted without issue. The ablation will take place at a later date. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.